Event description:
It was reported that the heated wire ventilator circuit had an area that appeared melted and laying on the pt's bare leg which caused a burn. The circuit was replaced. The pt' required a cold-compress and has healed fine.

Manufacturer narrative:
A f/u call with the customer revealed the pt's caretaker had not changed the ventilator circuit in 3 weeks and had been emptying water from the tubings on occasion. The customer had discussed with the pt caretaker about the necessity of changing the pt circuits more frequently and being careful about how water is drained.